Event description:
It was reported that an animal underwent an oophorectomies procedure on an unknown date and suture was used. It was reported that the suture was loosening with when suturing the abdominal wall, after 2 or 3 tissue passages and without exerting excessive pressure, the needle became detached from the thread. This problem occurred on 3 sutures, on oophorectomies of different cats. The surgeries could be completed, using a new wire, without affecting the animals. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/3/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - have there been any patient consequences as a result of this incident? "The surgeries were completed, using a new wire, without affecting the animals. The lot number was provided during the initial declaration: xabgjka0. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.